Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient cannot charge his stimulator control thing. The patient cannot get it to charge and he needs help. The caller was asked if the patient cannot charge the recharger or ins. The caller said nothing was charging. The caller said she thinks the patient is trying to charge, but it was not doing it. The caller said the patient has dementia and is confused about the equipment. No symptoms or further complications were reported. Additional information was received from the consumer (B)(6) 2019. It was reported the circumstances that led to the ins not charging were the "same old thing." The ins was completely dead, the patient had taken a bad fall. The patient was getting shocks. When they could not charge the ins, they called manufacturer representative (rep) to resolve the device not charging. No further complications were reported/anticipated.